Event description:
The account alleges that the left head siderail would not function, due to the lower pivots breaking.

Manufacturer narrative:
The technician sent the account a complete replacement siderail to resole this issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.